Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Delamination partial observed, on patch (bladder) assessed, as adhesive failure. Observed, 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported, a right side rupture. Confirmed via CT-scan. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via CT-scan. Device has been explanted.